Manufacturer narrative:
Article, titled ¿predictors of short- and long-term outcomes of patients undergoing transcatheter mitral valve edge-to-edge repair.¿ (B)(4).

Manufacturer narrative:
Date of event: date is estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated . The devices were not returned for analysis. A review of the lot history records could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed, a definitive cause for the reported single leaflet device attachment/slda could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Attached article, titled ¿predictors of short- and long-term outcomes of patients undergoing transcatheter mitral valve edge-to-edge repair.¿ the patient deaths and other adverse patient effects mentioned in b5 are filed under different MFR numbers.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported through a research article identifying the mitraclip device that may be related to the following: patient deaths, tissue damage, kidney failure, myocardial infarction, pulmonary embolism, stroke, pericardial effusion, mitral valve surgery, and prolonged hospitalization. Device issues include single leaflet device attachment/slda. Details are listed in the attached article, titled ¿predictors of short- and long-term outcomes of patients undergoing transcatheter mitral valve edge-to-edge repair.¿ please see article for additional information.